Manufacturer narrative:
Alleged failure: case (B)(4), (B)(6), turn off in case, po temp procedure completed with the same device. Loss of light duration unconfirmed, but the device needs to be unplugged and plugged back in to get light again. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause: shipping damage or damaged at the account. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.